Manufacturer narrative:
The technician team evaluated the device and found that the main arm failed. It was found that the broken-out section of the main arm was a clean cutting. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that the main arm was broken by hooking when the ceiling pendant was uplifted by the hospital staff. There were no falling component(s) and no injuries reported. (B)(4).

Manufacturer narrative:
07/05/2017 (B)(4). Maquet determined that the device failed to meet its specification due to a collision with a motorized ceiling pendant during surgery. Prismalix series operating manual recommends that the surgical light must be prepositioned prior to any procedure to minimize potential interactions with others products.

Event description:
Manufacturer reference # : (B)(4).